Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient felt an electric buzz around their head and felt like the bladder device was interfering with the patient¿s two brain stimulators and system. The patient confirmed their brain system was implanted in their chest and the bladder device was implanted in their buttocks, and it was reviewed that device interaction was unlikely, but possible; device interaction with other implanted devices and inadvertent programming was also reviewed. The patient¿s healthcare provider (hcp) told the patient having both devices would not be a problem. The patient turned the bladder device off and it was noted the bladder device had not worked so far; it was noted it was ¿not working for him¿ and the patient had no therapeutic benefit. It was reviewed that it was the patient¿s decision to turn the bladder system off and that when it was off, it would not deliver any therapy. The patient was redirected to follow-up with their hcp if they wanted to have the programming of their brain and bladder systems checked to ensure no inadvertent programming occurred. No further complications were reported/anticipated. See related MFR reports #3004209178-2017-09521 and #3004209178-2017-09522.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported the only step that was taken was that they turned the interstim off. Once they did that the "buzzing around the head" stopped and because it was off they lost therapeutic benefit. Patient reported they did start exercising daily with a stationary bike but they quit doing that. Caller reported the anesthesia affected them and they were 'pulling out of it.' It was reported that it was almost like the anesthesia was working its way out of their system and they were coming back to themselves. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 37603 serial# (B)(4) implanted: (B)(6) 2012 product type implantable neurostimulator product ID 37603 serial# (B)(4) implanted: (B)(6) 2012: product type implantable neurostimulator . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has not been feeling right since they had their bladder stimulator implanted on (B)(6) 2017. It was stated that it is "hard to explain" how the patient is not feeling right, with it noted that they are struggling more with parkinson's. Furthermore, prior to the bladder stimulator implant, the patient was having good and bad days, but since walking and balance has become an issue. Follow up with the healthcare professional (hcp) is to be conducted to have the deep brain stimulation therapy checked. It was recommended that the patient consult their hcp about turning off the bladder stimulator to see if their parkinson's symptoms improve. No further complications are anticipated. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was a disaster and the patient ended up in the emergency room and got septic. It was noted that the device was removed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.